Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the station displayed "device not detected on bus." The customer attempted to recover the failed drawer, but the system continued to indicate "required maintenance." Multiple troubleshooting steps were performed by the customer, including system reboot and full power cycle, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cables were not seated properly. A field service engineer (fse) verified that the drawer was functioning correctly. Performed testing in the hardware test application and observed normal operation, with controller board indicator lights functioning as expected. Powered down the station and reseated all associated drawer cables to ensure proper connectivity. The fse restarted the station and application, the drawer operated as expected, and the customer was able to successfully access the drawer and complete medication inventory without further issue. The system functioned as intended after the field service engineer repaired the device.